Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there was a loss of aspiration due to an error message. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During the procedure, while doing thrombectomy in an artery, there were saline error messages every few seconds. The device was used for about 70 seconds before a message appeared to insert a new catheter. The procedure was completed with a different device. There were no patient complications reported and the patient's states was reported as ok.